Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k023331, PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and nonbiological. The event had 3 occurrences. The following information was provided by the initial reporter: "dirty tube x3".

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and nonbiological. The event had 3 occurrences. The following information was provided by the initial reporter: "dirty tube x3".

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for smeared ink with the incident lot was observed. Evaluation/testing of the customer samples was performed and smeared ink was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.